Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose of 22 mg/dl and needs assistance to download the pump information. Troubleshooting found that the customer read the carelink report information incorrectly and the low was not due to the pump. Customer indicated that they administered more insulin than necessary. Customer declined low blood glucose troubleshooting and no further assistance was necessary.